Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07609, 07610. It was reported the pt was explanted due to redness at the ipg and lead sites as well as fever. The physician reported he believed after the procedure the issue may have been caused by irritation due to the dressing. It was reported the pt does not have a spleen, and the physician opted for explant. Cultures were taken but were negative for infection. Follow up identified the fever had resolved, and an infectious disease physician confirmed there was not an infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.